Event description:
Left siderail will not latch in the upright position. There were no injuries; bed was tagged and removed from service. Bed is used in labor and delivery.

Manufacturer narrative:
Spring was missing between siderail arm support and latch assy. Replaced missing spring to resolve.